Manufacturer narrative:
(B)(4). Results: endoleak. Unknown endoleak. Conclusions: endoleak. Unknown endoleak.

Event description:
An endurant ii stent graft system was implanted and a reliant balloon was used in the patient for the endovascular treatment of a 5cm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as vessel tortuosity and calcification was mild. The proximal neck diameter was 23mm and 20 degrees angulation. It was reported that during the index procedure and while ballooning the gate, the gate flow divider marker moved. The gate was aggressively ballooned and the excessive inflation caused a tear in the fabric along the gate area. The final run showed the sac filling rapidly. A marker pig catheter was placed in the graft and the dye was observed moving from inside the graft to fill the sac. Two 16mm limbs were placed into the main body extending down to the contra and ipsi limbs. The final run showed a great reduction in the type iii endoleak. No clinical sequelae were reported and the patient will be monitored by the physician.